Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was inserted into a patient's eye, the surgeon noted a scratch para central close to optic haptic intercept. The lens was left implanted due to not posing a visual issue. Additional information was requested.